Manufacturer narrative:
Phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from a 9l effluent bag at the bottom of the seam near the outlet tap, when changing the bag during treatment and priming. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was discarded. The reported condition was not verified. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.